Event description:
It was reported that an unspecified number of syringe 10ml ll bns experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: I would like to contact you today regarding a non-conformity detected on your product: 301029 - sering. 10ml 3p llm bd. As we have noticed the presence of an exogenous element on the piston of the syringe. More precisely, on the lot (8026820).

Manufacturer narrative:
Investigation summary: one photo of a loose 10ml syringe was received and evaluated. It was observed there was a small black foreign matter particle on the plunger rod outside the fluid path. The composition of the particle was unclear based on the photo provided. The photo was adjusted for size and the particle appeared to be larger than level 3 in size and was rejectable per product specification. A physical sample is required for a more thorough evaluation and potential root cause determination. The root cause was undetermined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10ml ll bns experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: I would like to contact you today regarding a non-conformity detected on your product: 301029 - sering. 10ml 3p llm bd. As we have noticed the presence of an exogenous element on the piston of the syringe. More precisely, on the lot (8026820).